Event description:
The initial reporter stated that the pump was over infusing and that the programmed infusion was ending ten hours early. Mmdg followed up with the initial reporter, who did not report any adverse effects to the patient, but also did not provide any additional information about the reported complaint. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the complaint. Based on this, no MDR would have been required.

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non conformance's were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was over infusing and that the programmed infusion was ending ten hours early. Mmdg followed up with the initial reporter, who did not report any adverse effects to the patient, but also did not provide any additional information about the reported complaint. (Complaint: (B)(4)).